Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) regarding the patient. It was reported that the device was not available through their clinic to send to analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient does not have their device anymore. The whole system was explanted in (B)(6) 2015 because the therapy never helped to take away the pain since day one. They were going to their healthcare professional (hcp) for shots in their back to treat their sore back and the hcp recommended implanting the ins because they told them it would take the pain away and help them feel better but they had nothing but problems with in. There were no days where the device helped when they turned the therapy on. The device made their pain worse and it did not do anything for them expect make them more sore. It hurt them more than it helped. The vibration in their back and legs made it more painful than what it was. They were wobbling like a duck walk. The device did not help them feel better and it got worse and worse until they could not take it anymore. They were having an operation and told the hcp that they wanted the system out at the same time too. The patient stated that their manufacture representative (rep) was made aware in march 2014 because the patient contacted them a few times for adjustments and changing the vibration but it never helped. The patient stated that they are still suffering from it. Today it still hurts. They have been living with this for 2.5 years now and still have a sore back and their legs are bad. They feel like their legs have weights. They had to quit working because of their back and legs. They saw an ad on tv for reimbursement so they were calling to inquire about that. Patient services reviewed that the ins would need to be returned for analysis so they were redirected to follow up with their hcp. The patient stated ¿it is your device that made it worse for me. I am still not walking good, my back still hurts. It happened after the ins went in. I hurt from the time they put it in, I feel my back got worse and then it filtered down the legs and I felt like I had weights in my legs¿. The patient stated that their hcp did not do anything about it and has nothing to do with it as it happened almost 2 years ago. No further complications were reported/are anticipated.